Event description:
On (B)(6) 2013, the patient contacted animas alleging that she was in the hospital since the morning of (B)(6) 2013 due to elevated blood glucose (bg) of 588mg/dl with severe nausea and vomiting. The patient was reportedly hydrated and placed on an insulin drip at the hospital. The patient's bg at the time of the call to animas was reportedly 116mg/dl. The patient stated, she was to be discharged that day on injections, as the patient's healthcare provider (hcp) believed the pump was malfunctioning and wanted her to remain on injections until a replacement pump was received. Customer technical support reviewed the pump with the patient and found all settings and histories are correct. The patient denied any site or set issues. The patient stated, she only uses her abdomen for insertion sites. The patient confirmed that the insulin is stored properly and is not expired. The patient denied any illness, new activities, new medications, and diet changes. This complaint is being reported because the patient allegedly experienced severe hyperglycemia requiring medical intervention and due to the hcp's allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed the daily insulin delivery totals correctly reflect the user¿s programmed basal rates. There was no activity outside normal use observed. The pump was exercised for 29 hours and was found to be delivering within the required specifications without malfunction.